Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 60mm diameter fusiform abdominal aortic aneurysm. The angle between the proximal aaa neck and the main axis of the aaa was 30 degrees. Proximal aorta was 23 mm in diameter and 14 mm in length. Distal aorta was 30 mm in diameter. Right iliac artery was 13, 14, 9 mm in diameter and the left iliac artery was 9, 11, 12 mm in diameter. The right and left femoral arteries were 7 mm in diameter. The right and left iliac arteries were mildly tortuous with 0% stenosis on the right, and 30% stenosis on the left. The circumferential aortic mural thrombus/calcification at the proximal neck was 50%. The length of the portion of the right iliac from aortic bifurcation to the end of seal zone was 66mm, and the length of the portion of the left iliac from aortic bifurcation to the end of seal zone was 67mm. It was reported that the stent graft system was implanted successfully. However, during a follow-up x-ray performed approximately 8 years post index procedure, it was noted that the main body stent graft had dislocated and migrated 3 mm distally. A follow up CT with contrast performed 1 month later confirmed the migration. It was reported that no limb migration was observed and no re-intervention was performed. As per the investigator, the event was assessed as related to the device and not related to the procedure. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received; it was reported the patient was discharged from hospital one week post the intervention procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported 3mm bifurcate migration could not be determined from the films provided. The CT¿s prior to implant were not provided, and earlier post-implant images were also not available for comparison. CT¿s returned from 98 months revealed that the endurant stent graft system was implanted within the angulated proximal neck. The proximal fabric of the bifurcate was positioned ~2 ¿ 3mm below the lowest right renal artery. There appeared to be <(><<)>(><(><<)><(> <<)>)>5mm of remaining proximal neck length with a marginal proximal seal, and the neck diameter just below the right renal measured ~31mm. The bifurcate proximal od was ~29mm and 10mm lower measured 33mm in diameter, and no clear proximal type I endoleak or any other endoleak was observed. The aortic body and infrarenal neck were angulated ~80 deg a-p at the flow divider; relative to the distal aorta. Images just after implant were not available for comparison, and the amount of migration could not be determined as the location of the bifurcate (relative to the right renal artery) at implant is unknown. However, based on the returned pre-implant crf and recorded anatomical measurements, it appears that disease progression with neck dilatation and increased neck angulation, most likely contributed to the reported stent graft migrat ion. Implanting into the conical-shaped neck which was reported to contain 50% proximal neck circumferential aortic mural thrombus/calcification may have also contributed. Significant thrombus (14 ¿ 18mm flow lumen diameter) was seen within the bifurcate aortic body, and the right/ipsi limb and extension were also found to contain moderate thrombus (10mm avg flow lumen diameter) from the flow divider down to the right iliac bifurcation. No thrombus was seen within the right external iliac limb or distal to the right limb, and mild thrombus was seen within the left limbs. The cause of the thrombus formation within the stent grafts could not be determined. The limbs were not angulated, and no stent graft kinks or areas of compression were seen. It is possible that the angulated neck and resulting stent graft flow divider angulation may have contributed. Angio¿s at implant and follow-up were not available for review, and the blood flow dynamics could not be assessed from the CT¿s provided. It is unclear if implanti ng the right limb down into the calcified right external iliac may have contributed. The thrombus may have also been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received on (B)(6) 2018; it was noted that the patient was admitted to hospital on (B)(6) 2018 and an intervention with fenestrated endografting to resolve the stent graft migration was performed on (B)(6) 2018. No additional devices were implanted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the sponsor assessed the event as related to the device, not related to the procedure. It was reported that the migration was combined with dilation of the neck in the short-necked aneurysm. If information is provided in the future, a supplemental report will be issued.